Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell down and the touch screen was cracked and unresponsive. There was no known impact to the customer's blood glucose. Customer confirmed that an alternate method of insulin therapy was available.